Manufacturer narrative:
(B)(4). Date sent: 7/12/2021. H2: additional information received: a photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4), date sent: 8/5/2021. Additional information received: two photos were received for review. During the visual analysis, the following was observed: the first photo shows a portion of the device shaft with jaws closed and with a red foreign matter between the jaws. The second photo shows a device on the table with handle in open position and it appears the jaws had red foreign matter between the jaws. Based on the two photos reviewed, the event described could be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may have provided the additional evidence necessary to confirm the root cause of the reported event, however no actual device was returned for evaluation. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown laparoscopic procedure, the doctor was using ligamax. He fired ligamax at duct, but jaw wouldn't open with the clip bitten. The handle was open. But jaw didn't open. The doctor cut off both sides of device jaw with a knife. Fortunately, there was no effect on the patient (no patient consequence). No further information was available.